Manufacturer narrative:
(B)(4). CAPA: the events cellulitis (infection), ischemia, numbness, rash and discoloration are already addressed in the labeling for restylane silk. No corrective/preventive action initiated. A batch record review for lot 13773 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comment:a causal relation between the event and the treatment cannot be excluded. The injection technique or the injection procedure per se may have contributed to the events. The case report fulfills the criteria for regulatory reporting due to the intervention. A batch record review for lot 13773 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Additional comments: the case report fulfills the criteria for regulatory reporting due to the intervention. Case upgraded to serious based on follow-up information received on 05-apr-2016.

Event description:
A report (B)(4) was received on 02-mar-2016 from a nurse practitioner concerning a (B)(6)year old female patient who was injected with 1.5 syringes of restylane lyft six weeks ago on friday (B)(6) 2016 to an unspecified area. On friday, (B)(6) 2016 she was injected with one syringe of restylane silk to an unspecified area. On sunday, (B)(6) 2016, the patient called complaining of left face white patches and numbness and discomfort in a red rash forming. She was seen by the nurse practitioner on monday, (B)(6) 2016 and administered an unspecified dose of hyaluronidase, nitroglycerin paste and given an injection of depo-medrol (methylprednisolone acetate) 40 milligram shot. She was instructed to do warm compresses for 5 minutes 4 times a day as well as arnica montana tablets that they gave her to use. The nurse practitioner followed up with the patient on (B)(6) 2016 administered another unspecified dose of hyaluronidase and put her on an unspecified dose of erythromycin antibiotic for a little localized cellulitis and neosporin (neomycin sulfate, polymyxin b sulfate and bacitracin) topically. No additional information or details are available at the time of this report. A follow-up report was received on 05-apr-2016 from the nurse practitioner. The (B)(6) year old female patient was not pregnant. She had fitzpatrick skin type I-ii and no medical condition or known allergies. She took calcium. On (B)(6) 2016 the patient had 1 syringe of restylane lyft injected into her cheeks and marionette lines. On (B)(6) 2016 the patient had 1 ml of restylane silk injected into her marionette lines, 0.5 ml to the left and 0.5 ml to the right using the needle from the box. The lot code was 13773 with an expiration date of 28-feb-2018. On (B)(6) 2016, the patient experienced severe white patches, numbness, discomfort and a red rash to the left nasolabial fold. Causality was possible for the injection. On (B)(6) 2016, the medical director was consulted and collaborated with the treatment plan and agreed with it. On (B)(6) 2016, the patient was treated with the following: nitropaste 0.4 mg one time, hyaluronidase 60 units, depo medrol 40 mg one time and asa (acetylsalicylic acid) 325 mg until (B)(6) 2016 and she improved. The patient received another injection of hyaluronidase 40 units on (B)(6) 2016 and she improved. The nurse practitioner commented that although only the marionette's were injected, it appeared that the patient had an early ischemia of the left alar artery from possible migration of restylane silk. The events had improved by (B)(6) 2016, but were ongoing at the time of this report. The criteria for seriousness were not yet assessable according to the nurse practitioner.